Event description:
Additional info provided indicates there was no pt impact/injury associated with this report.

Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The lens haptic was broken. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.